Manufacturer narrative:
E1: patient city: (B)(6). Patient country: france.

Event description:
Reference number (B)(4). Event occurred in france. It was reported that the patient faced infusion set detachment from cannula site on (B)(6) 2025. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.